Event description:
It was reported that a patient was undergoing generator replacement surgery due to battery depletion. After the new generator was connected to the existing lead, the physician saw that there was high impedance. High impedance was seen during system diagnostics. The lead pins were re-inserted into the new generator, but the high impedance did not resolve. The surgeon placed a pacemaker boot on the end of the lead and left it intact and implanted in the patient. No further relevant information has been received to date.

Event description:
The new generator was received, but analysis has not been approved to date.

Event description:
Analysis was approved on the returned generator. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. No further relevant information has been received to date.